Event description:
The tech alleged that the head of the bed will not raise. No pt impact.

Manufacturer narrative:
The tech replaced the head up valve and also the knee up valve to resolve the issue.